Event description:
It was reported that the balloon of this artificial urinary sphincter (aus) presented a fluid loss. The aus was explanted and replaced. There is no additional information reported.

Manufacturer narrative:
D4 unique identifier (UDI) for cuff: (B)(4). D4 unique identifier (UDI) for pump: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the balloon of this artificial urinary sphincter (aus) presented a fluid loss. The aus was explanted and replaced. There is no additional information reported.

Manufacturer narrative:
D4 unique identifier (UDI) for cuff: (B)(4). D4 unique identifier (UDI) for pump: (B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cuff was visually inspected. It was found to have folds and scaling in the backing. The cuff did not pass the leakage testing due to wear at a fold on the lateral edge near the cuff tab. The balloon and pump passed visual inspection, leak and functional testing. Based on the information available and analysis results a clear probable cause for the event cannot be established. Additionally, the fold and leak found in the cuff, could have caused or contributed to the reported clinical observations.